Manufacturer narrative:
Follow-up #1 date of submission 10/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a visual inspection of the pump showed that the display screen as dim and discolored. Unrelated to the original complaint, evidence of moisture was visible in the display. The battery compartment was found to be cracked. The pump failed a leak test due to this. The pump cover was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was alleged that there was evidence of moisture in the battery compartment, cartridge compartment, and behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.